Manufacturer narrative:
The customer contacted the siemens customer care center. The cause of the discordant elevated pt result is unknown. A siemens customer service engineer was dispatched to the site. Their evaluation revealed no systematic failures of the instrument or reagent. They could not rule out potential pre-analytical sample handling issues. Precision studies were acceptable. Reagent quality control values were within laboratory ranges at the time of testing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time (pt) result was obtained on a patient sample on the ca-620 instrument. The result was not reported to the physician. The same sample was retested on the same instrument and a lower result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt result. There was no report of adverse health consequences as a result of the discordant elevated pt result.